Manufacturer narrative:
The details provided do not indicate a specific date in (B)(6) when the patient had the follow up visit that identified the reported events and therefore the event date chosen was the 1st. Please note that device reported is an optease/trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement a trapease vena cava filter. Approximately 8 ¼ years later, the patient underwent a re-review of an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc. As a direct and proximate result of these malfunctions, the patient has suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement a trapease vena cava filter. Approximately 8 ¼ years later, the patient underwent a re-review of an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc. As a direct and proximate result of these malfunctions, the patient has suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
According to the information received in the patient profile form (ppf), the patient additionally reports perforation of filter struts outside the ivc, fractured filter struts retained within the ivc and perforation abutting organs, becoming aware of these events approximately thirteen years and four months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement a trapease vena cava filter. Approximately eight years later, the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused significant filter tilt and at least six struts were significantly perforating the inferior vena cava (ivc). The patient reported no longer being able to run due to left leg muscle tension when working out, left sided headaches about 2-3 times a year and anxiety related to the filter. The indication for the filter placement was saddle pulmonary embolus (pe), diagnosed via CT scan. The patient was initially admitted for poorly controlled hyperglycemia, diabetes mellitus. Clinically the patient appeared to be doing well with no respiratory distress, but it was presumed due to his medical condition and his prehospitalization limited activity that he developed deep vein thrombosis (dvt) and mildly hypercoagulable state transiently and developed a dvt and pe. The patient was treated with anticoagulation but due to the risk of mortality of a second event, filter placement was recommended. The filter was placed at the l2-l3 interspace without difficulty. Imaging revealed good placement after it was deployed. The patient subsequently reported becoming aware of perforation of filter struts outside the ivc, fractured filter struts retained within the ivc and perforation abutting organs, approximately thirteen years and four months post implant. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation may impact adjacent organs. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Muscle tension, transient headaches and anxiety do not represent a device malfunction and may be related to underlying patient specific issues and comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received with updates made to the following sections. Additional information was received from medical records which indicate that filter placement was due to saddle pulmonary embolus per chest CT. Due to limited activity the patient developed dvt and a mildly hypercoagulable state transiently developing dvt and pe. He was treated with anticoagulation but due to the risk of mortality of a second event, filter placement was recommended. The filter was placed at the l2-l3 interspace without difficulty. Imaging revealed good placement after it was deployed. Additional information received from the patient profile form indicates the patient suffers psychological injuries caused by the filter. He lives in fear that the defective filter could cause further health complications in the future. The patient also suffers bodily injuries. He can no longer run because of left leg muscle tension he experiences when working out. He also experiences headaches in his left side about 2-3 times a year. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
T was reported that a patient underwent placement a trapease vena cava filter. The information provided indicated that the patient underwent a computerized tomography (CT) scan approximately eight years after the implant to evaluate the filter. The scan revealed that the filter was tilted and at least six struts were significantly perforating the ivc. Additional information received in the patient profile form indicated that the patient experiences fear related to the device that the filter could cause further health complications in the future. The medical records indicate that the filter was placed due to deep vein thrombosis (dvt) and saddle pulmonary embolus (pe). The patient presented with new onset, poorly controlled hyperglycemia, diabetes mellitus. The patient was found to have saddle pe on CT scan. The patient appeared clinically well with no respiratory distress, but it was presumed that due to the medical condition and prehospitalization state of limited activity the patient developed a dvt and, a mildly hypercoagulable state transiently developing dvt and pe. The patient was treated with anticoagulation but due to the risk of mortality of a second event, filter placement was recommended. The prevalence of dvt was in the ilio-pelvic region of the lower extremities. The filter was placed via the left common femoral vein and deployed at the l2-l3 interspace without difficulty. Imaging revealed good placement after it was deployed. The patient was reported to tolerate the procedure well without complications. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.